Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming settings).

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 32mg/dl with loss of consciousness. A 911/emergency protocol was initiated and the patient was taken to the hospital. The patient was treated with IV glucose, IV fluids and a glucagon injection. Customer support (cs) completed troubleshooting and it was noted that the basal/temp basal settings were incorrectly programmed. Cs referred the patient to their healthcare professional for diabetes management. The patient continued on the pump. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming settings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Battery compartment is cracked on the side from threads to cover.